Event description:
A patient reported blood glucose results of 164 and 210 mg/dl with a lifescan meter, performed with 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: patient could not verify the expiration or code of the test strips since they no longer had the strips or vial.